Event description:
It was reported that an instrasaccular embolization device was positioned but would not detach with the detachment controller. The device was resheathed and removed from the patient. A new device was selected and detached without problems. The procedure was completed successfully. There was no injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but it has not been yet returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that an instrasaccular embolization device was positioned but would not detach with the detachment controller. The device was resheathed and removed from the patient. A new device was selected and detached without problems. The procedure was completed successfully. There was no injury or intervention.

Manufacturer narrative:
Item s returned for evaluation: delivery system (pusher); web implant; introducer; 1x wdc-2. Items not returned for evaluation: dispenser hoop; microcatheter. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter (mm)= 8.0 ± 0.8, height(mm)= 4.0 ± 0.4). The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller, but the black lead wire was observed to be broken at the distal solder joint. Tested the returned device with the returned controller and an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification due to the broken lead wire. The returned controller was evaluated and found to be functioning as normal (see controller evaluation below). Controller investigation: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3v (specification: 11.2 - 11.8v per cf11434). Duration: 726.1ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. The investigation of the returned web system found the web implant to be in good shape and within specifications. The unit did not pass continuity and resistance testing. Further inspection of the delivery system found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.